Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with preoperative diagnosis of l4-5 lumbar stenosis with instability and bilateral radiculopathy. During the procedure, the disc material was cleared between l4 -5 interspace using the rongeurs and curettes. Then 10 mm bone bank graft was passed into the interbody spaces at l4-5 bilaterally. In between the two grafts bmp and local bone graft were placed. The wound had been irrigated with antibiotic solution prior to this portion of procedure. After the bmp was placed, the pedicle screws and rod system was engaged and tightened over the interbody graft satisfactorily. Bmp, local bone dust and chips and bone graft were packed posterior laterally at l4-5 interlaminar space. This space was between the two transverse processes. No complications noted post-op and patient was discharged on (B)(6)2010. Also, the patient's specimen, disc tissue, was received for pathological examination. Microscopic examination: bone and soft tissue, "l4-5 (lumbar fusion): fibrocartilaginous tissue, consistent with intravertebral disc; small fragments of lamellar bone; no malignancy or significant inflammation. On (B)(6) 2010, the patient underwent x-ray lumbar spine post laminectomy. On (B)(6) 2010, the patient presented with complaint of numbness on left thigh lumbar spine x-rays showing satisfactory alignment and progress at the fusion site. Impression: status post lumbar fusion with recent musculoligamentous strain. On (B)(6) 2010, patient presented for follow up and complaint about coccyx pain and occasional numbness down the left leg. His imaging study was reviewed - x-rays from (B)(6) 2010 and show very satisfactory position and progress at the fusion site, l4-5. On (B)(6) 2011, the patient presented for recheck postop back surgery. X-rays are reviewed from (B)(6) 2011, showing very satisfactory position of the interbody grafts, lateral fusion, pedicle screws and rods. On (B)(6) 2011, the patient presented with neck pain /right side radiculopathy and underwent MRI of cervical spine. On (B)(6) 2011, the patient underwent various radiological examination after complaint of zygoma pain, radiculopathy etc. 03; on (B)(6) 2011 <(>&<)> (B)(6) 2012, the patient presented for consultation and treatment of pain in head and shoulder and requested for medicine refill. On (B)(6) 2012, patient complained of neck pain. His MRI scan was reviewed from (B)(6) 2011, showing canal narrowing due to disc protrusion and spondylosis at both c6-7 and c7-t1 (B)(6) 2012, the patient underwent x-ray lumbar spine - 4 views min. On (B)(6) 2012, CT scan of the lumbar spine showed very satisfactory position of the pedicle screws and rods with what appears to be solid fusion interbody at l4-5 and posterolateral at l4-5 bilaterally. Impression: cervical osteoarthritis, muiti-level without cord compression; status post lumbar fusion, l4-5, with satisfactory result; l3-4 degenerative disc disease, probably asymptomatic. On (B)(6) 2012, patient presented with headache and neck pain. MRI of the lumbar spine showed disc protrusion with moderate stenosis at l3-4 with satisfactory pedicle screw fusion at l4-5 (B)(6) 2012, the patient underwent MRI scan of cervical spine. Study showed bilateral disc protrusions at c6-7 to moderate degree. On (B)(6) 2012, the patient presented for consultation and treatment of radiculopathy. On (B)(6) 2013, patient presented with neck and back pain. Impression: lumbar disc disease with stenosis, l3-4. Status post lumbar fusion; cervical disc protrusion, c6-7. On (B)(6) 2013, the patient underwent cat scan. Study showed only mild central stenosis at l3-4 with mild hypertrophic facet changes at this level. On (B)(6) 2013, the patient underwent CT of lumbar spine. Patient indicated of lumbar radiculopathy. Moderate diffuse narrowing with mild vacuum disc phenomenon. Mild hypertrophic facet changes were present. Mild hypertrophic ligamantum flavum. There was likely mild central canal stenosis as well as mild bilateral inferior neuroforaminal stenosis. Small posterior endplate schmorl's node was also present. L4-l5: this level has been fused posteriorly. Prosthetic material was present. Right and left hemilaminotomies have been performed. Mild right neuroforaminal stenosis. Ls-s1: mild diffuse disc bulge. Minimal ligament flavum hypertrophy. No significant central canal or neuroforaminal stenosis. On (B)(6) 2013, the patient presented with back pain and follow-up post his right thumb surgery. Impression: l3-4 facet syndrome. On (B)(6) 2014, the patient underwent pathology tests - cbc, cmp, lipid panel, hemoglobin, urinalysis. On (B)(6) 2014, the patient presented with preoperative diagnosis of l3-4 facet syndrome and underwent following procedures: right l3-4 medial branch block-facet block; l3-4 inferior facet block, left, medial branch block; lumbar facetogram l3-4 bilateral; fluoroscopy with interpretation. His CT ((B)(6) 2013) was reviewed. Impression: lumbar facet syndrome; status post lumbar fusion and decompression l4-5.